Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during dwell 3 of 4 on the homechoice (hc). The home patient (hp) had three bags connected and the supply bag disconnected. The hp cycled the power to the system error 2367. The hp cleared the alarm. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed; because the customer reported supply bag became disconnected, which is a known cause of system error 2240. The sample was not requested. The lot number is unknown; therefore a batch review was not conducted. This issue is being investigated through CAPA.